Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
Correction: section h6 - adverse event problem should have been 4582 - no clinical signs, symptoms or conditions, 2199 - no health consequences or impact, 2885 - battery problem rather than 2388 - inadequate pain relief, 4610 - inadequate/inappropriate treatment or diagnostic exposure, and 3190 - insufficient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered. In turn, surgical intervention may take place at a later date to address the issue.